Event description:
It was reported during a procedure, the ICD was exposed to the electrocautery while a magnet was placed on the device. Multiple oversensing events occurred which caused one inappropriate shock. The magnet behavior of the device was found to be working properly at the time of disharge. Patient was in good condition and discharged without further issues.

Manufacturer narrative:
No medwatch form was received.